Event description:
The report received from the affiliate indicated that approximately twenty-four and one-half months after the index procedure after surgery for an abdominal incisional hernia, the pt complained of chest pain. Coronary angiography was done and thrombus was observed inside the previously implanted cypher 2.5 x 23 mm stent in the postero-lateral branch. The very late thrombosis (vlt) was treated by aspiration of the thrombus and balloon angioplasty using a hiryu 2.75 x 12mm balloon at 20 atm. The pt was discharged from the hospital two weeks after the re-intervention. The physician's comment regrading the probable cause of the thrombotic event was because the antiplatelet therapy was discontinued six days before the surgery.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the postero-lateral branch. The lesion was reported to be: an in-stent restenosis (isr) of a previously implanted bare metal/pixel stent, bifurcated, 20mm length, vessel diameter 2.5 mm, and type b2. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 15 atm/duration unknown. A cypher 2.5 x 23mm stent was implanted at 16 atm/duration unknown. The stent was post-dilated using a kissing balloon technique (kbt) with a 2.5 x 15 mm balloon at 15 atm/duration unknown. Ivus was not done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance.